Event description:
It was reported that the calf support allegedly did not hold and the patient's leg fell out of the stirrup. The patient allegedly experienced nerve damage and was sent to a neurologist for leg numbness that continued after anesthesia had worn off.

Manufacturer narrative:
Follow-up submitted to report the customer was not able to identify the bed for evaluation. Also, it was reported that the neurologist determined the patient's leg falling from the calf support may not be the sole factor for the patient's leg numbness. Unit could not be identified for evaluation.

Event description:
It was reported that the calf support allegedly did not hold and the patient's leg fell out of the stirrup. The patient allegedly experienced nerve damage and was sent to a neurologist for leg numbness that continued after anesthesia had worn off.